Manufacturer narrative:
Phone not provided. Serial number not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reports wounds in the scalp area of the newborns after the insertion of fetal monitor scalp electrodes during labor. The patient required a series of diagnostic tests such as a cranial radiography, a neurosurgeon visit and the application of wound closure strips on the cut.